Event description:
It was reported that, following implant of this artificial urinary sphincter, the patient condition showed no improvement. The device was explanted. It was later reported that the patient had an infection. There were no further patient complications reported.

Event description:
It was reported that an artificial urinary sphincter (aus) did not function as expected and the patient developed a wound infection and fever. The aus was explanted, and no new device was implanted to allow the patient to recover. No additional patient complications were reported.

Manufacturer narrative:
Update to block b5: describe event. Updated to block h6: patient codes and conclusion codes. This report was filed in duplicate to the primary report for the pump and that any potential future updates will be addressed under 2124215-2024-42266.